Event description:
It was reported that the "drill tip broke during a case was in the patient's cranium." On follow-up it noted that the tip of the drill bit was left in the patient. The patient has no complications resulting from the malfunction.

Manufacturer narrative:
Report confirmed. Evaluation noted that only the proximal portion of the tool was returned. It was noted that the tool contacted a harder material as there was material on the inside of one of the cutting flutes. Analysis of the fracture indicated that it is consistent with applying a bending moment on the tool. The user manual contains the following warning, "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
This report is associated to the user facility medwatch # (B)(4).